Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 9 cm thoracic aneurysm. The vessels were 8 mm in diameter, diseased, severely tortuous, and calcified. It was reported that the access vessel was pre-dilated and underwent angioplasty. During the insertion of the delivery system, a transverse tear between the common iliac artery and external iliac artery was noted and resulted in a gap/separation in the vessel. The delivery system was removed from the pt and a viabahn stent was implanted to bridge the gap between the common iliac and external iliac arteries. The tevar procedure was aborted. The delivery system was discarded after the procedure and no kinking was noted. No additional clinical sequelae reported.

Manufacturer narrative:
(B)(4): eval results: vessels were small, diseased, severely tortuous, and calcified. Arterial trauma/dissection/perforation.